Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac when being set up was noted would not deliver breath. No patient injury as device was being set to delivery.